Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi operation was observed on the implantable pulse generator. It was noted that the device was past elective replacement indicator status. It was noted that the device would be replaced. No further information was reported.